Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Colectomy of cecum with terminal ileum. The reload was connected to the handle and the surgeon tried to fire the device, however, the handle was stiff and could not be squeezed. The case was completed using another device. No patient injury.